Event description:
It was reported that a vns pt was referred for full system replacement due to high lead impedance. Additional info was received from a company rep indicating x-rays would most likely not be provided due to pt confidentiality. Moreover, the treating nurse indicated there was no evidence of pt trauma or twiddling of the device that could have had contributed to the high lead impedance. The nurse reported the pt presented himself for a follow-up appointment on (B)(6) 2010 and system diagnostics were indicative of high lead impedance (dcdc 7). X-rays were performed and confirmed a lead break, but copies were not provided to the MFR. Moreover, the pt has had an increase in seizures but it may be due to an incidental hydrocephalus. The pt was scheduled for replacement surgery and was successfully re-implanted. The explanted devices were returned to the MFR and are currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.